Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by manufacturer: the catheter and coil were returned for analysis. The delivery wire was not returned for analysis. Visual inspection of the returned devices found that 2.2cm of coil was protruding from the returned .035 5f cook catheter. A delivery wire was inserted into the catheter in an attempt to advance the coil however it got stuck 44cm from the catheter hub. The catheter was cut at this point. The catheter shaft was very gently removed from around the coil. The coil was removed and the interlocking arm was not attached. The coil was stretched and a severe kink was present 13.5cm from the distal end. Blood was present on the fiber bundles. The proximal end of the coil was inspected and found to be severely bent. There was evidence of a weld on the coil. The interlocking coil arm was removed from the catheter and there was evidence of a weld on the coil arm. Although there was evidence of a weld on both the coil and the coil arm, the coil arm had become detached on the returned device. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause is user/use error for two reasons: (1) the complaint description states "the coil would not exit out of the end of the cook sim 2 catheter". The 035 interlock dfu states, "the interlock- 35 fibered occlusion system is designed to be delivered under fluoroscopy using an imager ii diagnostic catheter". The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted"; and (2) a response to questions asked details that flush was maintained by "hand flush injection 10cc syringe" which is equivalent to intermittent flush. Intermittent flush is insufficient to prevent retrograde blood flow occurring in the catheter and around the coil. Retrograde blood flow will cause difficulties advancing the coil in the catheter. Continuous flush of an appropriate flush solution prevents retrograde blood flow occurring in the catheter and around the coil. The 035 interlock dfu states "in order to reduce the risk of complications, continuous flow of appropriate flush solution should be maintained through the catheter". (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coil embolization treatment procedure, coil advancement difficulties occurred. Vascular access was obtained via the right common femoral. The target lesion was located in the tortuous right hypogastric artery. Another manufacturers' sheath and catheter were used as the physician successfully deployed two .035 interlock cube 20mm x 40cm detachable coils. A third coil was then advanced; however, the coil would not exit out of the catheter. After the third coil was unable to be advanced, it was observed that the tip of the catheter was tapered. The catheter and coil were removed and the procedure was completed with another manufacturers¿ catheter and a different interlock coil. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the interlocking coil arm was broken and the coil was protruding from the catheter.